Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of an 3b endoleak, sac growth of 25mm, stent buckling of the bifurcated stent graft. The patient death and hypertension are unconfirmed due to a lack of relevant medical records available for review. The type 3b endoleak is most likely device related due to the use of strata material. The sac growth is related to the 3b endoleak. The stent buckling is anatomy related due to the infrarenal angulation of 66°. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office- name has been updated. H6: device code: remove code 3190. H6: result code: remove code 3221. H6: conclusion code: remove code 11. B2: date of death has been updated. B4: date has been updated.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, the patient was present in the emergency room (ER) saturday night ((B)(6) 2019) with uncontrolled hypertension. A computerized tomography (CT) revealed a type 3b endoleak with sac growth. The request was made for the patient to be transferred to another hospital for treatment but the patient left due to personal reason. The patient came back later that night to the same ER with blood pressure (bp) over 230. The patient was transferred to another hospital for treatment on sunday ((B)(6) 2019). The patient was transferred to the ICU to control his bp and then coded. It was reported that a bedside ultrasound did not show blood in the peritoneal cavity but his hemoglobin (hgb) has fallen by several grams. He was resuscitated and intubated, awaiting a non-contrast CT to show if there was a retroperitoneal hematoma but the patient passed away before this could occur. Additional information: stent buckling of the bifurcated stent graft was identified during clinical assessment.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, the patient was present in the emergency room (ER) saturday night ((B)(6) 2019) with uncontrolled hypertension. A computerized tomography (CT) revealed a type 3b endoleak with sac growth. The request was made for the patient to be transferred to another hospital for treatment but the patient left due to personal reason. The patient came back later that night to the same ER with blood pressure (bp) over 230. The patient was transferred to another hospital for treatment on sunday ((B)(6) 2019). The patient was transferred to the ICU to control his bp and then coded. It was reported that a bedside ultrasound did not show blood in the peritoneal cavity but his hemoglobin (hgb) has fallen by several grams. He was resuscitated and intubated, awaiting a non-contrast CT to show if there was a retroperitoneal hematoma but the patient passed away before this could occur.